Event description:
On (B)(6) 2014, the patient underwent treatment of an abdominal aortic aneurysm with two gore® excluder® aaa endoprostheses. On (B)(6) 2015, follow-up CT imaging identified a left distal type I endoleak with no evidence of aneurysm enlargement. It was reported the endoleak was caused by inadequate length into the patient¿s extremely tortuous common iliac artery during implantation of the contralateral leg component. On (B)(6) 2015, an intervention was performed to repair the endoleak whereby the left hypogastric artery was intentionally covered with an additional contralateral leg component for distal extension. Final angiography showed resolution of the endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
The patient's medications include; simvastatin, aspirin, metoprolol, percocet, flomax and colace. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.